Event description:
Additional programming data was received which was available from the date of the lead and generator replacement. The data revealed that lead impedance was normal the date of replacement, and the internal memory of the generator showed no indication of a low or high lead impedance throughout the implant life. Based upon the data, the identified low impedance is associated with the generator and lead being explanted and is a expected event. No additional or relevant information has been received to date.

Event description:
It was reported that the patient was referred for prophylactic replacement surgery. Surgery later occurred and both the generator and lead were replaced. Both the generator and lead were later received. An analysis was performed on the returned lead portions. Note that a portion of the lead assembly was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Setscrew marks were seen on the marked connector pin providing evidence that proper contact between the setscrew and the marked connector pin existed at least once, and continuity checks of the returned lead portions were performed with no discontinuities identified. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. An analysis of the generator was performed. Analysis confirmed that the generator was at normal ifi-yes condition. The pulse generator diagnostics were as expected for the programmed parameters and a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse events found with the pulse generator. A review of the internal memory of the generator revealed that low impedance was present at some point in time. A review of the available programming data found no indication of a lead impedance issue. No additional or relevant information has been received to date.